Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing high capture threshold. The rv lead was capped and replaced with an alternate rv lead on 29 dec 2022. The patient's condition was stable.